Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered from pain, frequent urinary tract infections, bladder spasms, difficulty emptying her bladder and sexual problems. She was required to obtain additional medical care to treat these complications, but the complications still exist. All other information is unknown and unavailable.